Manufacturer narrative:
Complaint class: absorbable material; complaint subclass: performance not as indicated in label. Complaint sample: sample and photos are unavailable. Without any information regarding lot number, the team took a systematic approach: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified). Nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified). Reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. There have been no changes to sterilization, equipment, or (B)(4) materials (gelfoam) that could have contributed to this issue. Per (B)(4), "mixed powder does not remain on the bleeding site" has two potential failure modes: not being completely mixed - this seems unlikely since the complaint appears to be dissatisfaction with overall consistency. Mixed powder is not uniform and contains dry gelatin or clumping - this does not seem to be in scope of this issue. Reviewed IFU (43-0044-01 rd) - product is intended to be mixed with 5ml of saline or thrombin. The IFU states that following this process will, "yield an average of 7 ml of uniform mixture within the syringe." Assuming the process was followed per the IFU, a uniform mixture should have been produced. A review of gelflow material uniformity results testing to date revealed there have not been any failures. Per (B)(4) material uniformity test, saline is mixed with the dry powder not thrombin. Reviewed (B)(4) lots manufactured to date and did not identify any anomalies. An nce would have been generated to address any product that was out of spec per (B)(4). There were no nces initiated that may have led to the initial complaint. Based on this information the cause of this issue is undetermined at thi

Event description:
Event verbatim [preferred term] physician reported that product did not stop the patient from bleeding the way surgi flow does [device ineffective] ,. Case narrative: this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration, from an unspecified date, for hemorrhage. The patient's medical history and concomitant medications were not reported. The physician reported that the product 'did not stop the patient from bleeding the way surgi flow does; onset date unspecified. The physician stated he was not pleased with the product and did not find it clinically acceptable. The action taken in response to the event for absorbable gelatin and the outcome of the event were unknown. The product quality complaint provided the following investigation results: complaint class: absorbable material; complaint subclass: performance not as indicated in label. Complaint sample: sample and photos are unavailable. Without any information regarding lot number, the team took a systematic approach: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified). Nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified). Reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. There have been no changes to sterilization, equipment, or raw materials (gelfoam) that could have contributed to this issue. Per (B)(4), "mixed powder does not remain on the bleeding site" has two potential failure modes: not being completely mixed - this seems unlikely since the complaint appears to be dissatisfaction with overall consistency. Mixed powder is not uniform and contains dry gelatin or clumping - this does not seem to be in scope of this issue. - reviewed IFU (43-0044-01 rd) - product is intended to be mixed with 5ml of saline or thrombin. The IFU states that following this process will, "yield an average of 7 ml of uniform mixture within the syringe." Assuming the process was followed per the IFU, a uniform mixture should have been produced. A review of gelflow material uniformity results testing to date revealed there have not been any failures. Per (B)(4) material uniformity test, saline is mixed with the dry powder not thrombin. Reviewed (B)(4) lots manufactured to date and did not identify any anomalies. An nce would have been generated to address any product that was out of spec per (B)(4). There were no nces initiated that may have led to the initial complaint. Based on this information the cause of this issue is undetermined at this time and there is no internal requirement identified that was not met. Complaint conclusion was unconfirmed. The investigation confirmed reported defect was not a result of activities at the manufacturing site as there were no nces and change orders discovered which could have caused this issue. A review of key dhf documents (IFU, ufmeca, dfmeca, and hal) demonstrated that the product functioned as designed. The situation observed in this complaint aligns with the risk and controls documented in the dhf. No follow-up attempts are possible. No further information is expected. Follow-up (27nov2018): new information received from a contactable physician via product quality complaint includes: investigation results. No follow-up attempts are possible. No further information is expected. Follow-up (03dec2018): new information received from the same contactable physician via product quality complaint includes: investigation results. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Investigation results updated. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: the reported event coded as "device ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. Complaint sample and photos are unavailable. The company conducted a systematic approach investigation, and the review of key device history file (dhf) documents (IFU, ufmeca, dfmeca, and hal) demonstrated that the product functioned as designed. The situation observed in this complaint aligns with the risk and controls documented in the dhf., comment: the reported event coded as "device ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. Complaint sample and photos are unavailable. The company conducted a systematic approach investigation, and the review of key device history file (dhf) documents (IFU, ufmeca, dfmeca, and hal) demonstrated that the product functioned as designed. The situation observed in this complaint aligns with the risk and controls documented in the dhf.